Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, chronic low back pain, and radicular pain syndrome(radiculopathies). It was reported that the patient's ins was not working, would not charge, and the patient was in pain. The patient had noticed on (B)(6) 2021.  It was noted the patient mentioned the implant battery was running out. The patient was redirected to their healthcare provider (hcp) to further address the issue.